Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that upon interrogation, a low output error was observed indicating output status at 0.375 ma and impedance was normal at 2927 ohms. They did multiple re-interrogations and it showed low lead impedance (<600 ohms). Patient was referred for lead revision. It was noted that no x-ray was taken and there was no trauma/manipulation to the device site. Please note that low output error is captured in separate file (MFR. Report # 1644487-2022-00680). Since at this time the suspect products are different and it is unknown if the events are related. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
Product analysis was completed on returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator. No low output event was seen during product evaluation. No other relevant information has been received to date.

Event description:
It was reported that the generator had been explanted. The impedance was seen to be okay after the replacement was complete. The generator has not been received to date. No other relevant information has been received to date.

Event description:
It was reported that during a review of the report. That the "stim inhibited" output status of the generator would indicate that the generator had magnet placed over it while being interrogated. This was confirmed to not be the case. Therefore, it is likely that a reed switch issue is the likely cause of the fault. The low impedance captured within this report is related to the reed switch issue. This is low impedance was a causality of the reed switch issue which has been updated to MFR. Report# 1644487-2022-00680. No other relevant information has been received to date.

Event description:
Tablet data had been received, and the results were analyzed. It was determined that no low output current was seen on the device. Low impedance confirmed. No other relevant information has been received to date.